Event description:
The recipient is reportedly experiencing loss of lock. External equipment has been exchanged, however, the issue is not resolved. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Additional information.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken antenna coil wires. System lock was lost while manipulating the antenna coil. The electrode condition prevented one of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. This device had broken antenna coil wires. A CAPA was implemented. This is the final report.